Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part: tft20101. Lot: e19di0970. Supplier: eit. Batch1: released on december 17, 2019 with no discrepancies. No non-conformance reports (ncrs) generated during production. Visual inspection: the trial inserter sh connection was received at us customer quality (cq). Upon visual inspection, it was observed that the entire threaded portion of the tft20101 c tlif trial inserter pin sh connection was broken. Apparently, the broken fragment was lodged inside component tft20101 a tlif trial inserter sh connection and component tft20101 b tlif inserter knob sh connection. No other defects were found with the device. Functional test: functional test could not be perform as the knob connection component failed to disassemble from the inserter due to broken inserter pin sh connection. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawing was reviewed. Trial inserter sh connection. Investigation conclusion: the complaint condition was confirmed for the trial inserter sh connection. There is no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during spinal fusion surgery prior to implant trialing in situ, the trial inserter was assembled on the back table. When the actual trial was placed onto the inserter the threads of the trial inserter stripped and the inner threaded shaft could not open or close. The instrument was passed off the surgical field, when force was applied to open or close using the advancement knob the inner shaft sheared off, leaving the threaded portion stuck in the handle. There was no surgical delay. There were no fragments generated. There were no patient consequences. The procedure was successfully completed. This report is for one (1) trial inserter sh connection. This is report 1 of 1 for complaint (B)(4).